Manufacturer narrative:
The product was not returned to the MFR for evaluation. Additional info was obtained by the MFR which indicated that our initial filing of this event exceeded the statutory med watch reporting time frame of 30 calendar days. In addition, the MFR's rep. Has been reinstructed concerning this time frame requirement.

Event description:
During an unspecified procedure, the suture broke while suturing. No additional information is available.